Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation exposing the outer coil at 37.8cm to 38.2cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.